Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was prescribed 500mg oral cephalexin in (B)(6) 2012 (exact date not reported) to treat an infection around the implant site. The implanted device remains. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2013.